Event description:
A surgeon reported bubbles in the infusion line during surgery. He had to leave an air bubble in the pt's eye. The procedure was completed with no pt harm. All the products were thrown away and will not be returned for evaluation.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot number could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address this issue. (B)(4).